Event description:
It was reported that during an open colon procedure, the device did not fire correctly - there were no staples. This account does reprocess and it is not known if this was a reprocessed device. There was no patient consequence.